Manufacturer narrative:
Additional information was received indicating the leads implanted at the time of the patient death. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient was deceased and died eight days after device implant. The cause of death has been requested and not received.